Event description:
It was reported that left bundle branch block (lbbb) occurred. Vascular access was obtained via a right femoral approach. A 23mm lotus edge valve system was advanced onto a safari2 guidewire and successfully implanted with no paravalvular leak noted. At an unknown time, the patient developed left bundle branch block. A permanent pacemaker was implanted, and the patient outcome was successful.